Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was bounced off from the jaw and the jaw was broken. Same situation happened a second time. Another device was used to complete the case.